Event description:
Customer reported that the keypad on the insulin pump was sticking. Customer stated that the insulin pump had recently been dropped. Blood glucose level was 75 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. A missing reservoir tube lip o-ring was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.